Event description:
It was reported that during a lavh procedure, the hand activation buttons stopped working. They were able to finish the procedure with the foot pedal. No pt impact.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time. (B)(4).